Event description:
It was reported that the deep brain stimulation (dbs) patient underwent a full system explant due to infection at the connector site. The patient experienced wound dehiscence, resulting in exposed hardware. The physician's assessment regarding the infection indicated that it was not device related but associated with continuous positive airway pressure (CPAP) use. The patient used a CPAP machine with straps that went around the head, which required nightly application and removal. This repeated action caused irritation at the connector site and ultimately led to hardware exposure. The patient was placed on antibiotics, and cultures revealed a bacterial infection. A washout procedure was performed in an attempt to salvage the hardware; however, this failed after six weeks of antibiotic therapy, necessitating a full explant. The patient was reimplanted one year post explant to ensure resolution of the infection. The explanted devices will not be returned to boston scientific, as they were discarded at the facility.

Manufacturer narrative:
Block b3: approximation: the event date is around (B)(6) 2024, (late fall). Block d2b: additional applicable product code: nhl. Additional suspect medical device components involved in the event: product family: dbs-linear leads. Upn: m365db2202450. Model: db-2202-45. Serial: (B)(6). Batch: 7110034. UDI: (B)(4). Product family: dbs-extension. Upn: m365db312855b0. Model: db-3128-55b. Serial: (B)(6). Batch: 5001731. UDI: (B)(4).